Manufacturer narrative:
The event was reported to have occurred on an unreported date in 2022 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that hair was observed inside the housing of of a theranova 400 had. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not returned for evaluation however photos were provided. The visual inspection of photos showed a hair-like particle inside the header cap and photo four showed the product label. The reported condition was verified. The most probable cause is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.